Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the expanded evaluation in (B)(4), the evaluation is identified as a cross brace with a broken weld.

Event description:
Dealer states the left crossbrace weld broke where it attaches to the seat frame. The dealer states the customer alleged she was getting in the chair, and noticed it was a little wider than usual. She then got out of it, and had to back up the chair to get into .